Event description:
International customer reports that the healthcare provider sustained a needlestick puncture during a surgical procedure. The pt was identified as hiv positive and, therefore, the physician underwent an unspecified duration of chemotherapy treatment. There is no report of sero-conversion at this time. Customer reports product labeling is deficient to prevent surgical nurses from incorrectly restocking shelves.

Manufacturer narrative:
Conclusion - the product insert cautions that users should exercise caution when handling surgical needles to avoid inadvertant needle sticks.